Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the shipping wedges of one device. Visual inspection noted damage to the shipping wedges. A fragment of the shipping wedge was returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the sulu channel rather than away from the channel, or if the reload is clamped prior to removal of the yellow shipping wedge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy procedure, on the first firing up to the third firing, fragments of the yellow tab were found to have fallen into the patient's cavity. The fragments were collected and the surgical time was extended by less than 30 minutes there was no patient injury.